Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't latch) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Manufacture dates: monitor: 4/2/2018, belt: 8/18/2016.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the belt was unable to latch with a monitor and the monitor had a damaged case.